Event description:
It was reported that the patient underwent a surgical procedure to treat pelvic organ prolapse and a sling was implanted. The patient experienced pain, erosion of internal tissues and has undergone additional surgeries and revisionary procedures. No additional information is provided at this time.

Manufacturer narrative:
(B)(4). It was reported that the patient underwent a gynecological procedure on (B)(6) 2001 in order to treat pelvic organ prolapse and mesh was implanted. The patient underwent the concurrent procedures of a recurrent central cystocele repair and a vaginal enterocele repair during mesh implantation. The patient experienced pain, erosion of internal tissues and has undergone additional surgeries and revisionary procedures. The patient underwent mesh removal along with the removal of vaginal granulation tissue on (B)(6) 2002, due to pain, extrusion, recurrence and urinary problems. No additional information is provided at this time. In addition, a review of the batch manufacturing records was conducted and the batch met all finished goods release criteria.

Manufacturer narrative:
Date sent to FDA: 05/12/2016.

Manufacturer narrative:
(B)(4). Conclusion: no conclusion can be drawn at this time. Should additional information be obtained, a supplemental 3500a form will be submitted accordingly.

Manufacturer narrative:
(B)(4). Additional narrative: it was reported that the patient underwent a gynecological procedure to treat pelvic organ prolapse and a sling was implanted. Concomitantly the patient underwent a hysterectomy. It was reported that the patient underwent the following procedures by the implanting surgeon: on (B)(6) 1998, suburethral slingplasty and midline cystocele repair, on (B)(6) 2002, removal of vaginal granulation tissue and mesh material due to pain, extrusion, recurrence and urinary problems. (B)(4) - urinary problems; undefined recurrence.